Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Iris damage is identified in the labeling as a known inherent risk of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the results of the investigation, a quality product deficiency was not identified. The root cause of the reported event was due to patient movement during procedure. MFR# reference: (B)(4).

Event description:
It was reported that following a left eye cataract surgery, the patient continuous ¿abrupt¿ head movement during attempted implantation of a trabecular micro-bypass stent caused the surgeon to inadvertently create an iridotomy with the stent. The stent was removed from the patient¿s eye and the procedure was aborted. Additional information is being requested.

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon provided the following additional information. The iris damage was characterized as inconsequential (trivial), which did not require any medical or surgical interventions. The iris damage was observed approximately 9 o¿clock (small area of iris loss). According to the surgeon, the patient attempted to sit up during implantation attempt which contributed to the reported event. The prognosis was reported as ¿eye is well healed¿ after surgery.